Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of multiple episodes of genital haemorrhage ('irregular and profuse bleedings of long duration', 'directly after insertion she bled for several months / bled uncontrollably for 4 months') in a 30-year-old female patient who had essure (batch no. B11727) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections, uterine polyp, pap smear abnormal, back disorder, multigravida, multiparous and cervical conisation. Previously administered products included for an unreported indication: hormonal contraceptive. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced endometrial hyperplasia ("polypoid endometrium hyperplasia"). On an unknown date, the patient experienced the second episode of genital haemorrhage ("irregular and profuse bleedings of long duration"), back pain ("pain in back, almost always a dull pain"), abdominal pain upper ("pain in stomach"), adverse reaction ("difficult side effects"), headache ("headache"), uterine polyp ("polyps"), gastrointestinal disorder ("problems with abdomen/bowels"), hot flush ("hot flushes"), hyperhidrosis ("sweating mainly nights"), influenza like illness ("flu-like feeling in the body"), arthralgia ("tender in joints"), myalgia ("tender in muscles"), hypertension ("high blood pressure"), hernia ("hernias"), pelvic pain ("pain around all of pelvic area, pain in the abdomen"), general physical health deterioration ("she has been feeling worse and worse over the past year, feels as if she has an imbalance in her body"), decreased interest ("lost her desire for everything"), abdominal distension ("swollen in abdomen"), abnormal faeces ("varying faeces") and intervertebral disc protrusion ("spinal disc herniation") and was found to have weight increased ("gained 10 kg since insertion") and hormone level abnormal ("hormonal imbalance affecting pelvis"). The patient was treated with oral contraceptive nos, physical therapy (physiotherapy treatment in (B)(6) 2019) and surgery (hysteroscopy in 2015). At the time of the report, the last episode of genital haemorrhage, back pain, abdominal pain upper, adverse reaction, weight increased, hormone level abnormal, headache, uterine polyp, gastrointestinal disorder, hot flush, hyperhidrosis, influenza like illness, arthralgia, myalgia, hypertension, hernia, pelvic pain, endometrial hyperplasia, general physical health deterioration, decreased interest, abdominal distension, abnormal faeces and intervertebral disc protrusion had not resolved. The reporter considered abdominal distension, abdominal pain upper, abnormal faeces, adverse reaction, arthralgia, back pain, decreased interest, endometrial hyperplasia, gastrointestinal disorder, general physical health deterioration, headache, hernia, hormone level abnormal, hot flush, hyperhidrosis, hypertension, influenza like illness, intervertebral disc protrusion, myalgia, pelvic pain, uterine polyp, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: she was getting treatment for abdomen and back/pelvis. Back surgery feels out of the question since they don't believe that her pain is caused by the hernia but rather a hormonal imbalance affecting my pelvis. She has turned to the hospital to remove the implants, but she does not trust that the hospital can perform the operation in a safe way. She decided not to undergo surgery since it was explained that at surgery one would enter via laparoscopy and cut the fallopian tubes open and pull the implants out. She was afraid and worried that they would break them while pulling. She wants the fallopian tubes out with the implants intact. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2019: could clearly see the implants in the tubal corners. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of multiple episodes of genital haemorrhage ('irregular and profuse bleedings of long duration / bleeding episodes so profuse that she describes them as attacks', 'directly after insertion she bled for several months / bled uncontrollably for 4 months') in a 30-year-old female patient who had essure (batch no. B11727) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections, uterine polyp, pap smear abnormal, back disorder, multigravida, multiparous and cervical conisation. Previously administered products included for an unreported indication: hormonal contraceptive. On (B)(6) 2013, the patient had essure inserted.in 2013, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced endometrial hyperplasia ("polypoid endometrium hyperplasia"). On an unknown date, the patient experienced the second episode of genital haemorrhage ("irregular and profuse bleedings of long duration / bleeding episodes so profuse that she describes them as attacks"), back pain ("pain in back, almost always a dull pain"), abdominal pain upper ("pain in stomach"), adverse reaction ("difficult side effects"), headache ("headache"), uterine polyp ("polyps"), gastrointestinal disorder ("problems with abdomen/bowels"), hot flush ("hot flushes"), hyperhidrosis ("sweating mainly nights"), influenza like illness ("flu-like feeling in the body"), arthralgia ("tender in joints"), myalgia ("tender in muscles"), hypertension ("high blood pressure"), hernia ("hernias"), pelvic pain ("pain around all of pelvic area, pain in the abdomen"), general physical health deterioration ("she has been feeling worse and worse over the past year, feels as if she has an imbalance in her body"), decreased interest ("lost her desire for everything"), abdominal distension ("swollen in abdomen"), abnormal faeces ("varying faeces"), intervertebral disc protrusion ("spinal disc herniation"), fatigue ("hard to find every to do things, constantly tired") and asthenia ("weak") and was found to have weight increased ("gained 10 kg since insertion"), hormone level abnormal ("hormonal imbalance affecting pelvis"), blood iron decreased ("low iron levels") and uterine neoplasm ("she has developed tumours around her uterus"). The patient was treated with oral contraceptive nos, physical therapy (physiotherapy treatment in (B)(6) 2019), surgery (hysteroscopy in 2015) and she will soon have the latest tumour. Essure treatment was not changed. At the time of the report, the last episode of genital haemorrhage, back pain, abdominal pain upper, adverse reaction, weight increased, hormone level abnormal, headache, uterine polyp, gastrointestinal disorder, hot flush, hyperhidrosis, influenza like illness, arthralgia, myalgia, hypertension, hernia, pelvic pain, endometrial hyperplasia, general physical health deterioration, decreased interest, abdominal distension, abnormal faeces, intervertebral disc protrusion, fatigue, asthenia, blood iron decreased and uterine neoplasm had not resolved. The reporter considered abdominal distension, abdominal pain upper, abnormal faeces, adverse reaction, arthralgia, asthenia, back pain, blood iron decreased, decreased interest, endometrial hyperplasia, fatigue, gastrointestinal disorder, general physical health deterioration, headache, hernia, hormone level abnormal, hot flush, hyperhidrosis, hypertension, influenza like illness, intervertebral disc protrusion, myalgia, pelvic pain, uterine neoplasm, uterine polyp, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: she was getting treatment for abdomen and back/pelvis. Back surgery feels out of the question since they don't believe that her pain is caused by the hernia but rather a hormonal imbalance affecting my pelvis. She has turned to the hospital to remove the implants, but she does not trust that the hospital can perform the operation in a safe way. She decided not to undergo surgery since it was explained that at surgery one would enter via laparoscopy and cut the fallopian tubes open and pull the implants out. She was afraid and worried that they would break them while pulling. She wants the fallopian tubes out with the implants intact. On (B)(6) 2020, she hasn't had recovered from the pain and bleeding. She will start treatment for low iron levels. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2019: could clearly see the implants in the tubal corners. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: events (hard to find every to do things, constantly tired, weak, low iron levels, she has developed tumours around her uterus) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of multiple episodes of genital haemorrhage ('irregular and profuse bleedings of long duration', 'directly after insertion she bled for several months / bled uncontrollably for 4 months') in a 30-year-old female patient who had essure (batch no. B11727) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections, uterine polyp, pap smear abnormal, back disorder, multigravida, multiparous and cervical conisation. Previously administered products included for an unreported indication: hormonal contraceptive. In 2013, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced endometrial hyperplasia ("polypoid endometrium hyperplasia"). On an unknown date, the patient experienced the second episode of genital haemorrhage (seriousness criterion medically significant), back pain ("pain in back, almost always a dull pain"), abdominal pain upper ("pain in stomach"), adverse reaction ("difficult side effects"), headache ("headache"), uterine polyp ("polyps"), gastrointestinal disorder ("problems with abdomen/bowels"), hot flush ("hot flushes"), hyperhidrosis ("sweating mainly nights"), influenza like illness ("flu-like feeling in the body"), arthralgia ("tender in joints"), myalgia ("tender in muscles"), hypertension ("high blood pressure"), hernia ("hernias"), pelvic pain ("pain around all of pelvic area, pain in the abdomen"), general physical health deterioration ("she has been feeling worse and worse over the past year, feels as if she has an imbalance in her body"), decreased interest ("lost her desire for everything"), abdominal distension ("swollen in abdomen"), abnormal faeces ("varying faeces") and intervertebral disc protrusion ("spinal disc herniation") and was found to have weight increased ("gained 10 kg since insertion") and hormone level abnormal ("hormonal imbalance affecting pelvis"). The patient was treated with oral contraceptive nos, physical therapy (physiotherapy treatment in (B)(6) 2019) and surgery (hysteroscopy in 2015). At the time of the report, the last episode of genital haemorrhage, adverse reaction, weight increased, hormone level abnormal, headache, uterine polyp, gastrointestinal disorder, hot flush, hyperhidrosis, influenza like illness, arthralgia, myalgia, hypertension, hernia, pelvic pain, endometrial hyperplasia, general physical health deterioration, decreased interest, abdominal distension, abnormal faeces and intervertebral disc protrusion outcome was unknown and the back pain and abdominal pain upper had not resolved. The reporter considered abdominal distension, abdominal pain upper, abnormal faeces, adverse reaction, arthralgia, back pain, decreased interest, endometrial hyperplasia, gastrointestinal disorder, general physical health deterioration, headache, hernia, hormone level abnormal, hot flush, hyperhidrosis, hypertension, influenza like illness, intervertebral disc protrusion, myalgia, pelvic pain, uterine polyp, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: she was getting treatment for abdomen and back/pelvis. Back surgery feels out of the question since they don't believe that her pain is caused by the hernia but rather a hormonal imbalance affecting my pelvis. She has turned to the hospital to remove the implants, but she does not trust that the hospital can perform the operation in a safe way. She decided not to undergo surgery since it was explained that at surgery one would enter via laparoscopy and cut the fallopian tubes open and pull the implants out. She was afraid and worried that they would break them while pulling. She wants the fallopian tubes out with the implants intact. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2019: could clearly see the implants in the tubal corners. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of multiple episodes of genital haemorrhage ('irregular and profuse bleedings of long duration', 'directly after insertion she bled for several months / bled uncontrollably for 4 months') in a 30-year-old female patient who had essure (batch no. B11727) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections, uterine polyp, pap smear abnormal, back disorder, multigravida, multiparous and cervical conisation. Previously administered products included for an unreported indication: hormonal contraceptive. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced endometrial hyperplasia ("polypoid endometrium hyperplasia"). On an unknown date, the patient experienced the second episode of genital haemorrhage (seriousness criterion medically significant), back pain ("pain in back, almost always a dull pain"), abdominal pain upper ("pain in stomach"), adverse reaction ("difficult side effects"), headache ("headache"), uterine polyp ("polyps"), gastrointestinal disorder ("problems with abdomen/bowels"), hot flush ("hot flushes"), hyperhidrosis ("sweating mainly nights"), influenza like illness ("flu-like feeling in the body"), arthralgia ("tender in joints"), myalgia ("tender in muscles"), hypertension ("high blood pressure"), hernia ("hernias"), pelvic pain ("pain around all of pelvic area, pain in the abdomen"), general physical health deterioration ("she has been feeling worse and worse over the past year, feels as if she has an imbalance in her body"), decreased interest ("lost her desire for everything"), abdominal distension ("swollen in abdomen"), abnormal faeces ("varying faeces") and intervertebral disc protrusion ("spinal disc herniation") and was found to have weight increased ("gained 10 kg since insertion") and hormone level abnormal ("hormonal imbalance affecting pelvis"). The patient was treated with oral contraceptive nos, physical therapy (physiotherapy treatment in (B)(6) 2019) and surgery (hysteroscopy in 2015). At the time of the report, the last episode of genital haemorrhage, adverse reaction, weight increased, hormone level abnormal, headache, uterine polyp, gastrointestinal disorder, hot flush, hyperhidrosis, influenza like illness, arthralgia, myalgia, hypertension, hernia and pelvic pain outcome was unknown and the back pain and abdominal pain upper had not resolved. The reporter considered abdominal distension, abdominal pain upper, abnormal faeces, adverse reaction, arthralgia, back pain, decreased interest, endometrial hyperplasia, gastrointestinal disorder, general physical health deterioration, headache, hernia, hormone level abnormal, hot flush, hyperhidrosis, hypertension, influenza like illness, intervertebral disc protrusion, myalgia, pelvic pain, uterine polyp, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: she was getting treatment for abdomen and back/pelvis. Back surgery feels out of the question since they don't believe that her pain is caused by the hernia but rather a hormonal imbalance affecting my pelvis. She has turned to the hospital to remove the implants, but she does not trust that the hospital can perform the operation in a safe way. She decided not to undergo surgery since it was explained that at surgery one would enter via laparoscopy and cut the fallopian tubes open and pull the implants out. She was afraid and worried that they would break them while pulling. She wants the fallopian tubes out with the implants intact. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2019: could clearly see the implants in the tubal corners. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure batch number, lab data, historical drug, event (polypoid endometrium hyperplasia, she has been feeling worse and worse over the past year, feels as if she has an imbalance in her body, lost her desire for everything, swollen in abdomen, spinal disc herniation) added.insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of metrorrhagia ('directly after insertion, 2 or 3 months later, she bled for several months / bled uncontrollably for 4 months (metrorrhagia)') and uterine leiomyoma ('myomas in birth canal, they were slow-growing after surgery in 2015, became really large (5-7 cm)') in a 30-year-old female patient who had essure (batch no. B11727) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections (three times), uterine polyp, pap smear abnormal (cellular changes which resulted in conisation), multigravida, multiparous, cervical conisation and herniated disc (only had sensations for periods). Previously administered products included for an unreported indication: hormonal contraceptive. Concurrent conditions included back disorder (back problems come and gone in a few years' intervals). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have weight increased ("gained 10 kg since insertion"). In 2014, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). In 2015, the patient experienced endometrial hyperplasia ("polypoid endometrium hyperplasia"). On an unknown date, the patient experienced pelvic pain ("pain around all of pelvic area, pain in the abdomen started almost straight after the implants were inserted"), back pain ("pain in back, almost always a dull pain started almost straight after the implants were inserted"), genital haemorrhage ("irregular and profuse bleedings of long duration / bleeding episodes so profuse that she describes them as attacks"), abdominal distension ("swollen in abdomen, stomach feels swollen"), headache ("headache"), uterine polyp ("polyps"), abdominal pain upper ("pain in stomach"), gastrointestinal disorder ("problems with abdomen/bowels"), gastrointestinal sounds abnormal ("very noisy stomach"), general physical health deterioration ("she has been feeling worse and worse over the past year, feels as if she has an imbalance in her body"), influenza like illness ("flu-like feeling in the body"), musculoskeletal pain ("tender in muscles/ tendes in joints"), hot flush ("hot flushes"), hyperhidrosis ("sweating mainly nights"), hypertension ("high blood pressure"), decreased interest ("lost her desire for everything"), abnormal faeces ("varying faeces, irregular stools"), intervertebral disc protrusion ("spinal disc herniation, it came on as a sort of attack that then went away"), fatigue ("hard to find energy to do things, constantly tired") and asthenia ("weak") and was found to have uterine leiomyoma (seriousness criterion medically significant), hormone level abnormal ("hormonal imbalance affecting pelvis") and blood iron decreased ("low iron levels"). The patient was treated with iron, oral contraceptive nos, physical therapy (physiotherapy treatment in (B)(6) 2019) and surgery (hysteroscopy in 2015 and myoma surgery in 2015, again on (B)(6) 2019). Essure treatment was not changed. At the time of the report, the metrorrhagia had resolved and the pelvic pain, back pain, genital haemorrhage, abdominal distension, headache, uterine polyp, uterine leiomyoma, endometrial hyperplasia, abdominal pain upper, weight increased, hormone level abnormal, gastrointestinal disorder, gastrointestinal sounds abnormal, general physical health deterioration, influenza like illness, musculoskeletal pain, hot flush, hyperhidrosis, hypertension, decreased interest, abnormal faeces, intervertebral disc protrusion, fatigue, asthenia and blood iron decreased had not resolved. The reporter considered abdominal distension, abdominal pain upper, abnormal faeces, asthenia, back pain, blood iron decreased, decreased interest, endometrial hyperplasia, fatigue, gastrointestinal disorder, gastrointestinal sounds abnormal, general physical health deterioration, genital haemorrhage, headache, hormone level abnormal, hot flush, hyperhidrosis, hypertension, influenza like illness, intervertebral disc protrusion, metrorrhagia, musculoskeletal pain, pelvic pain, uterine leiomyoma, uterine polyp and weight increased to be related to essure. The reporter commented: difficult side effects. She was getting treatment for abdomen and back/pelvis. Back surgery feels out of the question since they don't believe that her pain is caused by the hernia but rather by a hormonal imbalance affecting my pelvis. She has turned to the hospital to remove the implants, but she does not trust that the hospital can perform the operation in a safe way. She decided not to undergo surgery since it was explained that at surgery one would enter via laparoscopy and cut the fallopian tubes open and pull the implants out. She was afraid and worried that they would break them while pulling. She wants the fallopian tubes out with the implants intact. On (B)(6) 2020, she hasn't had recovered from the pain and bleeding. She will start treatment for low iron levels. On (B)(6) 2020, she has not recovered from pelvic pain, back pain and bleeding. The pain specialist and orthopaedist agree that the pain is not typical of a herniated disc but rather that it originates from the pelvis. The headaches and high blood pressure as well as hot flushes and night sweats have become a bit more insidious in the past 3 years. On (B)(6) 2019, she underwent a surgery again for myoma. The tumours were in the birth canal and she bled so much that she had to be picked up by ambulance. The tumours were slow-growing after operation in 2015 and had became really large (approx. 5-7cm), and yet, the doctors still did not discuss the possibility of removing the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2019: could clearly see the implants in the tubal corners. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event (¿very noisy stomach¿), start date of the event ¿gained 10kg since insertion¿, medical history, treatment drug added. The event ¿directly after insertion she bled for several months ¿ was amended to ¿directly after insertion, 2 or 3 months later, she bled for several months (metrorrhagia)¿ (coded changed from genital haemorrhage to metrorrhagia), with outcome changed to ¿recovered¿ and start date of the event changed from 2013 to 2014. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of multiple episodes of genital haemorrhage ('irregular and profuse bleedings of long duration', 'directly after insertion she bled for several months / bled uncontrollably for 4 months') in a 30-year-old female patient who had essure (batch no. B11727) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections, uterine polyp, pap smear abnormal, back disorder, multigravida, multiparous and cervical conisation. Previously administered products included for an unreported indication: hormonal contraceptive. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced endometrial hyperplasia ("polypoid endometrium hyperplasia"). On an unknown date, the patient experienced the second episode of genital haemorrhage (seriousness criterion medically significant), back pain ("pain in back, almost always a dull pain"), abdominal pain upper ("pain in stomach"), adverse reaction ("difficult side effects"), headache ("headache"), uterine polyp ("polyps"), gastrointestinal disorder ("problems with abdomen/bowels"), hot flush ("hot flushes"), hyperhidrosis ("sweating mainly nights"), influenza like illness ("flu-like feeling in the body"), arthralgia ("tender in joints"), myalgia ("tender in muscles"), hypertension ("high blood pressure"), hernia ("hernias"), pelvic pain ("pain around all of pelvic area, pain in the abdomen"), general physical health deterioration ("she has been feeling worse and worse over the past year, feels as if she has an imbalance in her body"), decreased interest ("lost her desire for everything"), abdominal distension ("swollen in abdomen"), abnormal faeces ("varying faeces") and intervertebral disc protrusion ("spinal disc herniation") and was found to have weight increased ("gained 10 kg since insertion") and hormone level abnormal ("hormonal imbalance affecting pelvis"). The patient was treated with oral contraceptive nos, physical therapy (physiotherapy treatment in (B)(6) 2019) and surgery (hysteroscopy in 2015). At the time of the report, the last episode of genital haemorrhage, back pain, abdominal pain upper, adverse reaction, weight increased, hormone level abnormal, headache, uterine polyp, gastrointestinal disorder, hot flush, hyperhidrosis, influenza like illness, arthralgia, myalgia, hypertension, hernia, pelvic pain, endometrial hyperplasia, general physical health deterioration, decreased interest, abdominal distension, abnormal faeces and intervertebral disc protrusion had not resolved. The reporter considered abdominal distension, abdominal pain upper, abnormal faeces, adverse reaction, arthralgia, back pain, decreased interest, endometrial hyperplasia, gastrointestinal disorder, general physical health deterioration, headache, hernia, hormone level abnormal, hot flush, hyperhidrosis, hypertension, influenza like illness, intervertebral disc protrusion, myalgia, pelvic pain, uterine polyp, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: she was getting treatment for abdomen and back/pelvis. Back surgery feels out of the question since they don't believe that her pain is caused by the hernia but rather a hormonal imbalance affecting my pelvis. She has turned to the hospital to remove the implants, but she does not trust that the hospital can perform the operation in a safe way. She decided not to undergo surgery since it was explained that at surgery one would enter via laparoscopy and cut the fallopian tubes open and pull the implants out. She was afraid and worried that they would break them while pulling. She wants the fallopian tubes out with the implants intact. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2019: could clearly see the implants in the tubal corners. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: the outcome of all events was updated to not recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of multiple episodes of genital haemorrhage ('irregular and profuse bleedings of long duration', 'directly after insertion she bled for several months / bled uncontrollably for 4 months') in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, uterine polyp, pap smear abnormal, back disorder, multigravida, multiparous and cervical conisation. In 2013, the patient had essure inserted. In 2013, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of genital haemorrhage (seriousness criterion medically significant), back pain ("pain in back"), abdominal pain upper ("pain in stomach"), adverse reaction ("difficult side effects"), headache ("headache"), uterine polyp ("polyps"), gastrointestinal disorder ("problems with abdomen/bowels"), hot flush ("hot flushes"), hyperhidrosis ("sweating"), influenza like illness ("flu-like feeling in the body"), arthralgia ("tender in joints"), myalgia ("tender in muscles"), hypertension ("high blood pressure"), hernia ("hernias") and pelvic pain ("pain around all of pelvic area") and was found to have weight increased ("gained 10 kg since insertion") and hormone level abnormal ("hormonal imbalance affecting pelvis"). The patient was treated with oral contraceptive nos and surgery (hysteroscopy in 2015). At the time of the report, the last episode of genital haemorrhage, adverse reaction, weight increased, hormone level abnormal, headache, uterine polyp, gastrointestinal disorder, hot flush, hyperhidrosis, influenza like illness, arthralgia, myalgia, hypertension, hernia and pelvic pain outcome was unknown and the back pain and abdominal pain upper had not resolved. The reporter considered abdominal pain upper, adverse reaction, arthralgia, back pain, gastrointestinal disorder, headache, hernia, hormone level abnormal, hot flush, hyperhidrosis, hypertension, influenza like illness, myalgia, pelvic pain, uterine polyp, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: she was getting treatment for abdomen and back/pelvis. Back surgery feels out of the question since they don't believe that her pain is caused by the hernia but rather a hormonal imbalance affecting my pelvis. She has turned to the hospital to remove the implants, but she does not trust that the hospital can perform the operation in a safe way. She decided not to undergo surgery since it was explained that at surgery one would enter via laparoscopy and cut the fallopian tubes open and pull the implants out. She was afraid and worried that they would break them while pulling. She wants the fallopian tubes out with the implants intact. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: e-mail from consumer was received and the following information was provided: patient dob added; essure insertion was done with hysteroscopy (the surgery went well) in 2013 (previously reported as 2014); medical history added; new events hernias, pain around all of pelvic area, gained 10 kg since insertion, polyps in the uterus, hormonal imbalance affecting pelvis, headache, irregular and very profuse bleedings of long duration, problems with abdomen/bowels, hot flushes/sweating, flu-like feeling in the body, tender in joints/muscles, high blood pressure added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.